Event description:
A malfunction alarm was reported during the pumping process, with the pump declaring alarm 20. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Despite efforts to resolve the issue through proper cartridge loading techniques, the alarm continued to recur, preventing successful insulin therapy resumption. As a corrective action, cts decided to replace the pump, and the customer opted to use multiple daily injections as backup therapy. The customer was instructed on how to put the pump into storage mode and agreed to return it using a prepaid label within ten days.